Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Correction made to h6 codes. As reported, the "plunger" of a 7f exoseal vascular closure device (vcd) could not be pressed after turning black. The procedure was completed using manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the vascular closure device (vcd) and sheath were retracted together until flow significantly slowed or stopped and until the indicator window changed to solid black. The button was difficult to depress but could be fully pressed. However, the indicator window was not solid black at that time and did not show any red during retraction. Clarification information was attempted on the indicator window, however no information was provided. The device was attempted to be deployed outside the patient, requiring significant force to depress the button. The operator was trained on the device and was stored and prepared according to the instructions for use (IFU). The device was used during an interventional procedure and employed a retrograde approach. No visible device or packaging damage was observed prior to use. A non-cordis sheath was used. Angiography confirmed the femoral artery¿s suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. There were no signs of calcium, plaque, stenosis >50%, a nearby stent, or prior closure or complications at the puncture site. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿deployment lever (button) inaccurate deployment at white/black position¿ could not be observed as the device was not returned for analysis. The exact cause of the event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, handling factors (user error) is likely since the event reported suggests that the lever was attempted to be pressed when the window was not in the black/black position. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ the information available for review does not suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the "plunger" of a 7f exoseal vascular closure device (vcd) could not be pressed after turning black. The procedure was completed using manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the vascular closure device (vcd) and sheath were retracted together until flow significantly slowed or stopped and until the indicator window changed to solid black. The button was difficult to depress but could be fully pressed. However, the indicator window was not solid black at that time and did not show any red during retraction. Clarification information was attempted on the indicator window, however no information was provided. The device was attempted to be deployed outside the patient, requiring significant force to depress the button. The operator was trained on the device and was stored and prepared according to the instructions for use (IFU). The device was used during an interventional procedure and employed a retrograde approach. No visible device or packaging damage was observed prior to use. A non-cordis sheath was used. Angiography confirmed the femoral artery¿s suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. There were no signs of calcium, plaque, stenosis >50%, a nearby stent, or prior closure or complications at the puncture site. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿deployment lever (button) inaccurate deployment at white/black position¿ was not observed through analysis of the returned device as the device was received fully deployed with full window transition and a fully depressed deployment lever. The exact cause of the issue experienced could not be conclusively determined during analysis as the device was reportedly tested outside of the patient¿s body prior to return. Based on the information available for review and product analysis it is not possible to determine what factors may have contributed to the reported issue. However, handling factors (user error) is likely since the event reported suggests that the lever was attempted to be pressed when the window was not in the black/black position. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the "plunger" of a 7f exoseal vascular closure device (vcd) could not be pressed after turning black. The procedure was completed using manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the vascular closure device (vcd) and sheath were retracted together until flow significantly slowed or stopped and until the indicator window changed to solid black. The button was difficult to depress but could be fully pressed. However, the indicator window was not solid black at that time and did not show any red during retraction. The device was attempted to be deployed outside the patient, requiring significant force to depress the button. The operator was trained on the device and was stored and prepared according to the instructions for use (IFU). The device was used during an interventional procedure and employed a retrograde approach. No visible device or packaging damage was observed prior to use. A non-cordis sheath was used. Angiography confirmed the femoral artery¿s suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. There were no signs of calcium, plaque, stenosis >50%, a nearby stent, or prior closure or complications at the puncture site. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.